Event description:
A customer reported about six month ago his meter stopped turning on and had no power and as a result of being unable to test, he experienced a hyperglycemic episode. He further reported he was admitted to the hospital where he was diagnosed with hyperglycemia and treated with insulin and intravenous infusion for dehydration. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: during a troubleshooting with adc customer service, it was discovered that customer had not replaced batteries. Note: the device manufacture date is unknown.